Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call that the customer hospitalized in middle of june 2019 due to diabetic ketoacidosis. The customer's blood glucose level was unknown at the time of the incident. The customer stated that the insulin pump was not working. The customer was not using the insulin pump for 1 month and half now and were using manual shot. The customer was in the intensive care unit for 2 days. The customer was unable to complete carelink upload. The device will be returned for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. Device received with serial number label missing, scratched case, pillowing keypad overlay and minor scratched lcd window. (B)(4).